Manufacturer narrative:
UDI: product information not available. It was noted that the devices were discarded. A review of the device history record (DHR) for the unknown skyline screws could not be performed as no lot numbers were provided. In addition, the unknown skyline screws were not returned to the chu from which the lot numbers could be taken directly from the samples. Therefore, without the lot numbers, no review of the manufacturing records could be completed. A 12-month review of the complaint trend analysis for the unknown skyline screws could not be conducted as no product codes were provided. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep called to report a cervical revision was performed to remove a broken screw at c7. Screw was proud which caused difficulty in swallowing. Prior fusion. Initial surgery date unknown. Clarification from rep: two broken skyline screws were removed from c7 vertebral body from working skyline plate.